Event description:
It was reported that the material of the instrument has come loosen, flake off.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
Reported event: an event regarding degradation of the handle involving a headless pin extractor was reported. The event was confirmed. Visual inspection indicated that the device was returned in used condition with visual discrepancies attributed to frequent usage. The green overmold of the device exhibited evidence of degradation. Some of the santoprene material could be easily pickled off of the handles medical records received and evaluation: not performed because as no patient information was provided and no adverse consequence was reported. Review of the device history indicates that the devices were manufactured and accepted with no reported discrepancies. Complaint history review of previous investigation concluded that it is believed the material degrades over time, causing the reported failure mode. It was determined this event has been previously investigated. Tests and investigations did not conclusively point to a single or multi-factorial root cause for the degradation of the handles. It is believed the material degrades over time, causing the reported failure mode. The santoprene material can be removed from the handle and will discolor. A risk assessment was performed under the dfmea that indicated that "overmold loses strength with handle" is a known failure mode leading to "dimensional error". The severity associated with this event does not exceed the expected severity level.

Event description:
It was reported that the material of the instrument has come loosen, flake off.